Event description:
Material#: unknown. Lot#: unknown. It was reported by the customer reported that needle is squirting when drawing up meds. Verbatim: rcc received a complaint via email. Email(s) attached. I received a report of another lot# of the 21g 1.5¿ needle. The information is below. Gail groteboer will be your main point of contact for any follow up questions. Please include gail, shane, aimee and me on and correspondence regarding this issue. Thank you. ¿needle is squirting when drawing up meds¿ cat# 30a5384d; lot# 139676.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle had leakage. The following information was provided by the initial reporter: "I received a report of another lot# of the 21g 1.5¿ needle. The information is below. Gail groteboer will be your main point of contact for any follow up questions. Please include gail, shane, aimee and me on and correspondence regarding this issue. Thank you. ¿needle is squirting when drawing up meds.¿ cat# 30a5384d, lot# 139676.